Event description:
Customer reported a blank display with the insulin pump followed by a battery out limit alarm. Troubleshooting showed the display returned after inserted a new battery. Advised new battery cap will be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.